Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional procedure upon opening the pouch and removing the product, the connector got detached from the stent delivery system (sds). The problem was noted prior to using the device in the pt. There was no reported pt injury.